Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: no samples were returned by the customer, and no photos were attached. 10 retained needles from the same lot number were, therefore, taken at random, and each used (in conjunction with bd suhs) to draw 5 vacutainers with horse blood. The blood was in an elevated reservoir to simulate venous pressure. No leakages occurred from any of the needles during this exercise. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5180354. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle had leakage of blood at the viewing chamber. No blood exposure to mucous membrane. No injury or medical intervention.